Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction of "vertical lines on display" was observed and attributed to the lcd display screen. The customer declined the recommended repair of the device, the device was returned to the customer and labeled as "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.